Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including failing to inspect the instrument prior to use. Directions for use. Dfu-0255-EU-01-eo. Arthrex hand instruments. K. Inspection and maintenance 1. Arthrex instruments are precision medical instruments and must be used and handled with care. Inspect the instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. 2. Pre- use inspection criteria a. Hand operation functional test: without the use of excessive force, squeeze handles together and verify the jaw and tip squarely meet with no visible gaps when closed. Spread handles apart and verify the movement is free and non-restrictive and that movement is seen at the distal end. Repeat two times minimum. Verify devices with cutting ability and sharpness of points and edges. B. Distal end integrity visual inspection: I. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges. Ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device's end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fractures. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
8th august 2025 - the complaint initiator indicated that upon secondary review of the scorpion, the trap door of the instrument was observed to be damaged. It was also clarified that the issue with cutting the suture was not attributed to the needle but rather to the scorpion instrument.

Event description:
On 5th july 2025, it was reported by an arthrex employee via email that an ar-13999mf, fastpass scorpion, sl-mf, or needle kept cutting the suture when it was fired through cuff tissue. This had happened previously with the same scorpion instrument and a different needle so the arthrex employee queries whether the trap door is ok and if something needs to be repaired. This was detected during use in an unspecified procedure on (B)(6) 2025. (B)(6) 2025 - the complaint initiator replied that the procedure was completed successfully as another scorpion handpiece instrument was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
8th august 2025: the complaint initiator indicated that upon secondary review of the scorpion, the trap door of the instrument was observed to be damaged. It was also clarified that the issue with cutting the suture was not attributed to the needle but rather to the scorpion instrument.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.